Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/09/2015 and observed dry salt on the countertop and 5ml clear liquid under the instrument upon arrival. He checked tubing on the lower left front of the instrument and found the tubing in valve vl4b with liquid on it, leaking through a hole. He replaced the tubing, which resolved the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported an uncontained fluid leak of approximately 10ml from a coulter lh 780 hematology analyzer. There were no error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.